Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 name tandem street 11045 roselle street line 2 suite 200 city san diego state ca zip code92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set fell off during one day of use. The issue occurred with two similar types of infusion sets.